Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/19/2018 12:14 pm CT. The report number is being corrected from: 2134265-2018-64530 to 2134265-2018-62898.

Event description:
It was reported a death occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system and watchman laa closure device and delivery system were used. The closure device was deployed successfully and the procedure was completed without incident. Later that evening, the patient passed away of an unknown cause. It was noted that the patient had a lot of other issues and comorbidities. Boston scientific has attempted to obtain additional information; however, no further information was available. It was further reported through medwatch mw5081447 that two anchors of the closure device perforated the laa at the time of placement leading to hemopericardium and cardiac tamponade.

Event description:
It was reported a death occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system and watchman laa closure device and delivery system were used. The closure device was deployed successfully and the procedure was completed without incident. Later that evening, the patient passed away of an unknown cause. It was noted that the patient had a lot of other issues and comorbidities. Boston scientific has attempted to obtain additional information; however no further information was available.